Event description:
It was reported that the patient presented with an infection, pocket erosion and skin of the device pocket appearing red and experiencing discharge. The implantable cardioverter defibrillator (ICD) was found to be partially eroded through the patient's skin post device exchange procedure. The patient's ICD, right ventricular lead, left ventricular lead, and atrial lead were explanted due to the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.